Event description:
It was noted that the patient was having trouble with the device shutting off if the device was touched/pressed on. Additional information received reported that therapy was restored after revision.

Event description:
It was reported that stimulation turned on and off for a patient. The reporter stated that the patient was taken to the operating room to change the device battery. It was noted that this occurred four or five weeks after the initial implant. It was reported that when they got to the device battery, it was obvious that the extension wasn't properly connected to the implantable neurostimulator and was able to be pulled straight out. It was reported that at the end of the case the impedances would "show as being secure." It was unclear if this referred to when the device was initially implanted or when the revision was done. The reporter stated that the surgeon thought the torque wrench was not tightening it as much as it should be. It was noted that the system had all new components when it was implanted. It was further reported that there was no injury to the patient and the device was replaced. It was indicated that the patient was feeling stimulation. Reference MFR. Report #3004209178-2013-06843. A similar event occurred with the same healthcare provider and a separate patient.

Event description:
Additional information received reported that it was unknown if therapy was restored to the patient. No further information was reported.

Manufacturer narrative:
Product ID neu_unknown_ext, serial # unknown, product type extension. (B)(4).

Manufacturer narrative:
All previously reported device codes will be updated/corrected to the following for this event: (B)(4).